Event description:
Initial surgery performed: (B)(6)2026- robotic hysterectomy with salpingo-oophorectomy, tot sling, cystoscopy. Patient had complications following surgery and was taken back to the operating room on (B)(6) 2023. During that surgery a small thin metallic foreign body was found in the patient's abdomen. The patient had a perforated colon. It is unknown if the wire was the direct cause of the perforation. It is believed to have come from the cable that is used with one of the robotic arms. Add'l devices: ref: 470-179, lot: k14250913 0700, version 23 monopolar curved scissor; ref: 470-194, lot: k10250501 0265, version 9 mega needle driver; ref: 471-309, lot: k13251028 0471, version 17 mega suture cut needle driver; ref: 471-296, lot: k10250925 0121, version 10 large suture cut needle driver; ref: 471-093, lot: k10241205 0112, version 14 pro-grasp forceps; ref: 470-318, lot: k10250424 0184, version 15 small grasping retractor.